Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the accessory involved with this complaint and found the drape was found to have a labyrinth seizing/sticking/friction issue preventing installation/rotation.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer reported that when put on cover number 1, an error message was displayed for the instrument arm drape. The procedure was completing as planned with no reported injury.